Manufacturer narrative:
The stent remains implanted in patient. As there was no reported device malfunction, the delivery system was not requested for return. A review of the lot history record (lhr) was performed. There were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements. A review of the lot history record (lhr) was performed; there were no non-conformances. The devices from this lot conforms to their predetermined specifications and requirements. A risk assessment review was conducted; vasospasm, and myocardial infarction (mi) are captured as foreseeable events. Vasospasm and myocardial infarction are labeled in the IFU as known potential adverse events. Investigation is not yet complete. Additional significant information will be provided in a follow-up report. The cobra pzf stents (2.5x18mm and 2.75x24mm) referenced are being submitted under separate manufacturer report numbers.

Event description:
An (B)(6) female participating in the (B)(6) trial, presented with a relevant medical history of coronary artery disease, diabetes mellitus type ii, hypertension, dyslipidemia, stroke ((B)(6) 2018), spinal cord ischemia ((B)(6) 2018), recurrent pe, and three-vessel ischemic cardiomyopathy with myocardial infarction with st elevation and positive troponin ((B)(6) 2018) of non-target vessel presented in early (B)(6) with recent pe and evidence of myocardial ischemia. Electrocardiogram showed sinus rhythm, diffuse st depression and associated negative t-wave. Angiography performed (B)(6) 2018 revealed lesions in the proximal right coronary artery (rca), the proximal and mid left anterior descending (lad) coronary artery (with distal vascularization diseased), subocclusive stenosis (90-99%) of the 3rd diagonal artery, and subocclusive ostial stenosis (90-99%) in the 1st marginal branch (type b1), with distal vascularization also diseased. After pre-dilating the mid lad, a 2.5x18mm cobra pzf nanocoated stent was advanced via right radial access then the stent was deployed at 15 atmospheres (atms) for 30 seconds in the very tight 70 to 90% stenosed mid lad. The stent was post-dilated using a medtronic euphora 2.5x15mmx142 cm nc balloon, inflated to 18 atms for 20 seconds. Angiography revealed a type a distal dissection. Thus, a 2.75x24mm cobra pzf stent was deployed adjacent to the 2.5x18mm for dissection treatment. Both stents were post-dilated. The dissection was resolved with no suggestion of thrombus and no spasm. After performing pre-dilatation with the 2.5x18mm cobra balloon, a 2.5x24mm cobra pzf nanocoated stent was then deployed in the ostial 1st marginal branch without dissection and no suggestion of thrombus. For an occlusion of a small 3rd circumflex branch, no wires were able to cross; the occlusion was treated medically. Per the investigator, diffuse but reversible spasms occurred as a result of the procedure. The procedure was considered successful and was concluded. The patient continued with dual antiplatelet therapy (aspirin and plavix (clopidogrel) until (B)(6) 2018), followed by plavix alone, continuing anticoagulant treatment at a reduced dose temporarily. Troponin peak was 21 post angioplasty. A statin was started. On (B)(6) 2018, the patient experienced elevated cardiac enzyme (troponin I = 20.738 ng/ml) with myocardial infarction, resulting in prolongation of existing hospitalization; it was resolved the following day with medication. The investigator reported that this event was mild in intensity, and definitely related to the study devices and to the index procedure. Additional information was requested.